Manufacturer narrative:
(B)(4).

Event description:
It was reported that a large volume infusor underinfused. The total volume of fill was 240 mls of fluid. After the 60 hour infusion, 100 mls of the fluid remained in the infusor. There was patient involvement; however there was no patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was returned for evaluation. Visual inspection and functional flow rate tests were performed. The reported condition could not be confirmed and the root cause was not identified.